Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell 4 of 6. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the spare line clamp was not closed. The technical service representative (tsr) reviewed proper procedures with the care giver (cg), assisted the cg to clear the alarm, and assisted the cg to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. A clamp being left open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.